Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly. Reportedly, the pump would be charged to 100% when plugged in and would drop to 0% once unplugged. There was no known impact to the customer's blood glucose level. The customer declined to provide any further information.